Manufacturer narrative:
Not available. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was performing well with her implant until an impact happened on the implant site in (B)(6) 2014. Since then in situ measurements show 5 electrode channels in status hi and other 2 channels involved in a short circuit. Re-implantation is being considered.